Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. The right ventricular (rv) lead exhibited high, infinite impedance measurements and lead warning triggered with a polarity switch. Rv capture could not be verified and lead fracture was suspected. The patient was scheduled for chest x-ray and lead revision. The lead remains in use. No further patient complications have been reported as a result of this event.